Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 27-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy with essure'), abortion spontaneous ('miscarriage') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("exhaustion"), arthralgia ("joint pain"), musculoskeletal stiffness ("stiffness"), abdominal distension ("bloating"), hypersensitivity ("allergic reactions"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant/ hyst(full),salping(bilateral)). Essure was removed on 9-jun-2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, fatigue, arthralgia, musculoskeletal stiffness, abdominal distension, hypersensitivity, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, musculoskeletal stiffness, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - (B)(6) 2008: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events ot the lack of efficacy event and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received: new events were added: abdominal pain, dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding). Reporter information were updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("severe bleeding") in an adult female patient (gravida 4, para 3) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("exhaustion"), arthralgia ("joint pain"), musculoskeletal stiffness ("stiffness"), abdominal distension ("bloating") and hypersensitivity ("allergic reactions"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, fatigue, arthralgia, musculoskeletal stiffness, abdominal distension and hypersensitivity outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, arthralgia, fatigue, genital haemorrhage, hypersensitivity, musculoskeletal stiffness, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events ot the lack of efficacy event and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 1-nov-2017: reporter information updated and lawyers added (legal case). Essure start date was 2008. Event allergic reactions were added. And updated pain description to be coded was pelvic pain female (pain nos) and case category was updated incident (previously reported other event). On 09-jun-2017 essure explanted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.